Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). After the case, the surgeon noticed the tibial implant didn't have enough anterior coverage and was more rotated than he would liked.

Manufacturer narrative:
Reported event: an event regarding a malposition involving an unknown mako baseplate was reported. Conclusion: there is no indication that the product reported in this investigation contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). After the case, the surgeon noticed the tibial implant didn't have enough anterior coverage and was more rotated than he would liked.